Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead was showing increasing impedance and had a lead impedance warning. The lv lead pacing threshold was higher than desired. Reprogramming was performed and the lead remains in place. No patient complications have been reported as a result of this event.